Event description:
It was reported that the device was used during a video assisted thoracic lobectomy. The surgeon had transected most of the pulmonary vessels, with one attachment of artery left to transect. The surgeon used a new device with a vascular reload, when she went to transect the artery, the device cut, but the staples were not in the "b" form. The vessel was tamponaded and oversewn to gain control of the bleeding. A complete pneumonectomy had to be performed. The pt died two days later in the ICU, from renal failure. Unk if autopsy will be performed. Unk availability of device. Additional info has been requested, but not yet received.

Manufacturer narrative:
Date sent: 10/05/2009. Info is unavailable; device was not returned for evaluation. Unk device availability. Device not returned to date.